Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnostic procedure. The procedure was completed by using the wireless footswitch. The philips field service engineer (fse) inspect the system onsite and confirmed that the problem with wired footswitch. Upon troubleshooting actions, fse identified that the microswitch of the footswitch was worn. The defective wired footswitch was returned for analysis, and it was concluded that the button, joystick handle and switch were not working correctly. Fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the fluoroscopy pedal of the wired footswitch of the allura device was malfunctioning. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the wired footswitch. The device was returned to expected functionality.